Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose of 448mg/dl which was treated with manual injection. Customer¿s blood glucose was 400mg/dl at time of incident. Customer had symptoms like nausea. Customer¿s mother declined to perform troubleshoot for the issues. Insulin pump will not be return for analysis.